Event description:
A secondary antibiotic was started and it was noted that the secondary medication was backing up into the primary bag. There was no pt harm; medical intervention was not required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.